Manufacturer narrative:
On 09/28/2016 a medtronic representative performed a navigation system check-out, all areas passed. System performed as intended. - a medtronic representative, following-up at the site, reported the site removed the patient exam from their navigation system and software analysis was not possible. The inaccuracy was alleged to be approximately 3 millimeters and the site did not re-register the patient. - no further issues have been reported.

Event description:
A medtronic representative reported that, while in an ear, nose & throat (ent) procedure, the surgeon alleged an inaccuracy occurred. The surgeon alleged that the accuracy was off a little bit, no specific measurement, or direction, of the alleged inaccuracy was provided. The medtronic representative noted that the registration pattern was tight and narrow on the forehead. The surgeon did not abandon navigation, however, accounted for the inaccuracy as the procedure continued. No further details regarding this issue, or specifically when it occurred, were provided. The surgeon completed the procedure with the use of the navigation system. Delay in therapy was less than one hour. There was no impact on patient outcome.